Manufacturer narrative:
Patient information not provided by reporting facility. Based on conversations between the cobe representative and the user facility, the issue that caused the interruption to cardiopulmonary bypass was the set-up of the pump raceway. The disposable device manufactured by cobe cardiovascular was not defective. After the pump was adjusted, bypass was restarted and the same disposable device was used throughout the case. Proper setup instructions are contained in the cobe instructions for use.

Event description:
After bypass was initiated, the aorta was cross-clamped and cardioplegia delivery started. The tubing in the cardioplegia pump jammed causing the pump to stop. The surgeon was informed and he unclamped the aorta. Attempts were made to free the tubing, which were unsuccessful until the occlusion in the pump was released. At that time, the tubing occlusion in the pump was released. At that time, the tubing was reseated and the occlusion restored. Cardioplegia delivery was restarted. However, it was still not functioning properly. Bypass was stopped. The perfusionist adjusted the tubing properly in the pumphead of the equipment. Bypass was resumed and no further problems were encountered. The same tubing set was used throughout the case and was not saved. There was no patient detriment and no medical intervention required.